Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low voltage alarms were confirmed via log file analysis. The heartmate ii system controller (serial #: pcx-15093) was returned for analysis and a log file was downloaded for review spanning approximately 7 days (28oct2020-04nov2020 per timestamp). Throughout the log file are multiple atypical low voltage alarms while connected to 14v battery power and during these events bus and rsoc voltages would slightly fluctuate. These alarms cleared after the patient switched their power source to ac power. There were no other notable alarms in the log file. Pump operation was not affected. The heartmate ii system controller was functionally tested and failed multiple continuity tests due to higher than expected resistances on both power cables. Despite the higher resistances, the system controller was able to operate for an extended period without issue. The system controller power cables were stripped open and green fluid ingress was visible inside both power cables. No cuts to the internal wires were observed. Although not confirmed, the observed fluid ingress may have contributed to the reported event of low voltage alarms. Additional information communicated on 19nov2020 indicated that the reported low voltage alarms did not resolve after equipment exchanges. The root cause of the reported event was unable to be conclusively determined in this analysis. Incidental findings: fluid ingress, wire fatigue, dim green pump led, broken bend reliefs, damaged serial number label the device history records were reviewed and the records revealed the heartmate ii system controller (serial#: pcx-15093) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use and not to kink, bend, or twist their system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient had a low voltage advisory. The batteries and clips were exchanged. The controller was then also exchanged. The controller was returned. The low voltage alarms did not resolve. Log files were not obtained. The patient was noncompliant and was aware at times when there was a low voltage alarm. The patient tended to sleep on battery power rather than on instructed power module power. The patient will not return the patient cable.